Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01612-1, 0001526350-2023-01613-1. This medwatch is being filed to relay additional information. Visual inspection confirmed there was hair-like debris inside the sealed package of the tips. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01612, 0001526350-2023-01613. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during incoming inspection at the zb warehouse a foreign and hair like substance was found in the packaging. There was no patient involvement. Diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.